Event description:
Customer reports that grandmother used heat patch and after a short time had elapsed it started to burn and black stuff started oozing out of the patch. Patch was difficult to remove and it caused a deep burn. Went to doctor and was treated for burn.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor on monthly trend reports.